Event description:
It was reported that this patient's right ventricular (rv) lead showed high shock impedance out-of-range of over 200 ohms. It is unknown if the rise was gradual. Technical services reviewed the case and recommended to perform a commanded shock as the shock therapy could be compromised. Further information was received indicating the issue is related specifically to this rv lead shocking coil, and no commanded shocks or device reprogramming were performed due to the patient's unstable health. This rv lead remains in service and no adverse patient effects were reported.